Manufacturer narrative:
Upon receiving additional information, patient reported that "the tests showed no rupture". Hence unreporting the previously reported rupture. Additional, changed, and/or corrected data: b5.

Event description:
Upon receiving additional information, patient reported that "the tests showed no rupture". Hence unreporting the previously reported rupture.

Manufacturer narrative:
Clarification d4: left: n-tsf385/ 2990840 / ni right: n-tsf385 / 3008092 / ni. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture, affected side unknown. The device remains implanted.